Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# va01sl1, implanted: (B)(6) 2013, product type: lead. Product ID: 3998, lot# va005le, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿may have been flipped.¿ it was reported an x-ray ¿confirmed to be the anterior view with abdominal placement.¿ it was noted ¿the r marker indicated the right side¿ and it ¿appeared the ins was not flipped.¿ it was further reported the patient had ¿gained weight¿ and the ins ¿seemed tilted in the pocket.¿ it was noted the patient had not experienced any recharge issues. Additional information stated the patient had been unable to ¿get coupling while recharging.¿ it was again noted that ¿x-rays were taken to determine the ins had not flipped.¿ the patient was noted to have a follow-up scheduled with their physician for (B)(6) 2013. Additional information stated the patient was able to get ¿4/6 bars coupling¿ at their appointment. It was noted there was ¿no plan for intervention¿ at the time of report as the patient was ¿receiving effective therapy.¿ additional information received reported that 1st overdischarge was confirmed. It was stated that a physician mode reset (pmr) was performed and it successfully reset the device. It was reported that a revision was required because the patient could not charge the implantable pulse generator (ipg) due to weight gain and orientation of the ipg in the abdominal pocket. It was stated that the issue was resolved. It was stated that the patient was alive with no injury and there were no patient symptoms or complications associated with the event. Additional information received reported that the revision had been completed successfully. It was stated that the patient could recharge appropriately and was now receiving effective therapy.